Event description:
A surgeon reports that following intraocular lens (iol)implant surgery, a lens was explanted and replaced during a second surgical procedure due to a datached haptic. The surgeon also stated there was no harm to the patient.